Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a knee scope the camera head's screen turned pink and it went black down. The procedure was completed with a smith and nephew backup device. No injuries, delays or other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that there was pink noise and loss of image when the cable is flexed near the stain relief. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a damage cord. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.